Event description:
It was reported that the patient presented with the pump of his artificial urinary sphincter device moving out of his scrotum. Two days later, the pump was removed, and a new pump was implanted. There were no patient complications.